Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) loading bath had an alleged contaminant in it. It was noted that the contamination occurred in the operating room and the loading path was not contaminated prior to opening the dcs. A replacement valve and dcs were used for the procedure. No adverse patient effects were reported.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.